Manufacturer narrative:
Additional information (04-feb-2026): siemens healthcare diagnostics headquarters service operations support (sos) concluded the investigation of the event. Sos reviewed the instrument data files and the information provided by the customer. Quality control (qc) recovery was within the customer's expected ranges. No reagent nor instrument issues were identified. The cause of the event is unknown. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. In section h6, the investigation finding and investigation conclusion codes were updated. Initial MDR 2432235-2026-00017 was filed on 29-jan-2026.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously elevated enzymatic hemoglobin a1c (a1c_e) result on one (1) patient sample obtained on an atellica ch 930 analyzer. Siemens is investigating the event.

Event description:
The customer reported a historical erroneously elevated enzymatic hemoglobin a1c (a1c_e) result was obtained on one (1) patient sample on an atellica ch 930 analyzer. The erroneously elevated patient sample result was reported to the physician and questioned. The same sample was reprocessed on the same atellica ch 930 analyzer. A lower result was obtained, considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated enzymatic hemoglobin a1c (a1c_e) result.